Event description:
Follow-up communication with the user facility indicated that positive pressure built up in the extra-corporeal circuit as they were coming off of cardio-pulmonary by-pass while using vacuum-assisted venous drainage (vavd). The positive pressure reportedly caused air to first enter the bloodlines, and then, the pt's vasculature. The user facility stated that the pt experienced some post-operative symptoms attributed to air embolism and has been discharged to a rehabilitation facility for add'l treatment.